Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s -ICD) had reached elective replacement indicator (eri) status only three years post implant. Engineering reviewed the data stored in the device and confirmed the device's battery was depleting faster than expected. Explant was recommended. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported the subcutaneous implantable cardioerter defibrillator (s -ICD) had reached elective replacement indicator (eri) status only three years post implant. Engineering reviewed the data stored in the device and confirmed the device's battery was depleting faster than expected. Explant was recommended. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.